Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of detachment of device component, expulsion and difficult to deploy: method of use ¿ posology. Remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips. The product has "felt slightly firm to prime" and since some product came out of the needle tip, the injection proceeded. During the injection, "it still felt very firm, a lot of resistance on the plunger." The healthcare professional then removed the needle from the patient's lips and tried to push the plunger a bit harder over a dressing pack and "it just exploded" where the needle came off and filler was all over the healthcare professional's hands "like it was super charged." There were no reported injuries. Packaged needle was used.